Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02444. It was reported the patient was receiving ineffective stimulation. As a result, the patient stopped using/charging the scs system. Subsequently, the scs ipg became inoperable (sjm representative confirmed using external devices) -for at least 8 months per the patient. The scs system was explanted and replaced. Effective stimulation was restored with the surgical intervention.

Event description:
Device 2 of 2.reference MFR. Report: 1627487-2016-02444.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02444.